Event description:
It was reported that two burs broke at the cutting end during a tooth extraction. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully. This report is for the first bur that broke.

Manufacturer narrative:
The bur reported involved with this event was returned for evaluation and the reported failure of breakage was confirmed. The device was sent to product engineering for evaluation who concluded that based on the analysis carried out, it is reasonable to suggest that at some point during operation the bur was subjected to an excessive bending moment, or experienced shock loading due to contact with metal, which overloaded the bur and caused it to fracture. The IFU of handpieces associated with this device warn the user against this type of use: "do not apply excessive pressure. Monitor heavy sideloads and/or long operating periods to prevent overheating of the distal tip and body of the handpiece and/or attachment. Excessive pressure may bend or fracture the cutting accessory" the associated devices IFU's state that the device and associated handpieces are "intended for surgical procedures involving the drilling of bone and hard tissue, including the spine."

Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that two burs broke at the cutting end during a tooth extraction. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully. This report is for the first bur that broke.